Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became caught on a tissue. The target lesion was located in the mildly tortuous and moderate to severely calcified left anterior descending artery (lad). A 1.5mm rotablator burr was selected for use. At the end of the procedure, while taking out the burr with dynaglide mode, it was noted that the burr became caught on a tissue just proximal to the stent, right by the ostium of the lad artery. A balloon was then used to manipulate the catheter and was blown up next to the burr a couple of times to disengage the burr. The burr was then removed outside the patient's body. The procedure was completed with this device. No further patient complications were reported and patient's status was fine.